Event description:
Per mom, the amt balloon button 14fr, 1.5cm button became dislodged during the continuous night feedings. Balloon was inflated and intact when it occurred. Gt button was placed on (B)(6) 2015 and placement confirmed by tube study with contrast. The mother brought the button to the ER and the physician examined the balloon by inserting 4ml of air to look for a leak. There was no leak, but the tube was noted to be misshapen with an asymmetric balloon. Physician believes this led to the dislodgement. Same pt as (B)(4).